Event description:
It was reported that during an esophagectomy procedure, during the procedure the vascular reload was springing out of the gun. The reload fell into patient and was removed using a grasper. Consultant inserted another reload but it was not working either. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a (B)(4) reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded on the device without any difficulties noted and did not fell out. A batch record review was performed and no anomalies were found during the manufacturing process.